Manufacturer narrative:
The reported event of no communication /ipg inoperable was confirmed. At receipt, the ipg would not communicate with lab utilities due to a depleted battery. The battery was recovered and the ipg communicated, charged, and passed functional test on autotester. Ppe was unable to determine the root cause.

Event description:
It was reported that the patient's ipg was unable to communicate with external devices, deeming the ipg inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.